Manufacturer narrative:
Correction is made in section b1 and h1 to change the severity of the event from an adverse event to a malfunction. No harm to patient, user or is third reported. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that two used cassette hose sets from two different batches were leaking at the pressure diaphragm after insertion into the endomat select up210 pump. The rinsing fluid escaped via the defective membrane after the pump was started up and flooded the equipment trailer with the equipment underneath. No harm to patient, user or third reported. The risk is covered in the related risk file (sap-ID: (B)(6) ; risk-ID: 1.1.05; severity-level: 4 (harm: electric shock); probability-level: 1 (improbable)). In addition, no event (timeframe: between 2022-03-05 and 2024-03-19) that could be considered as similar to this one and caused or contributed to a death or serious injury could be found.

Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-05-28. The device product history records (DHR) have been checked for the available lot number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description and similar complaints, most likely the root cause is assembling error, mechanical damaged membranes during setup or leaking tubing joint near the membranes. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can most likely be traced back to a usage-related failure internal karl storz reference number: (B)(4).